Event description:
The pt's mother reported that her daughter went to the emergency room with hyperglycemia. She said that her daughter's blood glucose result was 8 mmol/l (144 mg/dl) at 7:00pm, and at 3:00am, it was >30 mmol/l (540 mg/dl). She said the pod was falling off, pulling the cannula out. She said that her daughter activated a new pod but was having difficulty giving herself a bolus, so she decided to go to the emergency room. The mother called an ambulance, and at 3:30 am she went to the emergency room, where she was given intravenous insulin. The mother stated that her daughter's blood glucose result was "extremely high" but she was not in diabetic ketoacidosis. She said her daughter would call back with more info. In a f/u call, the pt reported that her blood glucose result was "high" (>500 mg/dl) at 2:14am, and she gave herself a 4u bolus at 2:20am. At 2:31am, her result was "high". She said that she deactivated the pod at 2:35am and activated a new one on her arm. At 2:40am, she gave herself a 3u bolus. At 2:48 am, she gave herself another 3u bolus. She said her result was 25.5 mmol/l (459 mg/dl) when she went to the emergency room. She was discharged the next morning at 7:30am with a result of 12.6 mmol/l (227 mg/dl) and was still wearing the pod.

Manufacturer narrative:
The device has not been returned for eval. We are unable to determine if any defect could have contributed to the reported detachment of the pod. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."